Manufacturer narrative:
Manufacturing records review: corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. The following sections have been updated accordingly: h6 - type of investigation: 3331. H6 - type of investigation: 4109. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Additional information: d9 - device available for evaluation? Yes. D9 - date returned to manufacturer: 27-may-2025. H3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced. The cartridge was visually inspected revealing that the cartridge tip had a crack that ran through the cartridge. Viscosurgical device (ovd) was observed throughout the cartridge. The lens module, hand piece, and plunger rod were inspected, and no further issued were identified. No further evaluation was performed. The complaint issue "plunger rod issue" was not identified during product evaluation. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded monofocal intraocular lens (iol), "fraying" was detected on the plunger/cartridge of the device. The lens was implanted correctly, and the patient is reported to be well. Through follow-up, we learned that it's hard to determine if the damage is at the cartridge tip; the territory manager (tm) thinks the damage is closer to the extremity of the plunger. No further details were provided.